Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-extension, upn: (B)(4), model: sc-3138-25, serial: (B)(4), batch: 17310503/17292832.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances found in the contacts of the leads. The patient underwent a revision procedure wherein the lead extensions were replaced. The explanted lead extensions were not returned.